Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a complete break of the catheter hub and was noted missing. Therefore, the investigation is confirmed for the reported catheter connector complete fracture and leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement, the drainage catheter connector was allegedly fractured into two parts. It was further reported that the catheter allegedly leaked outside and has been resolved. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement, the drainage catheter connector was allegedly fractured into two parts. It was further reported that the catheter allegedly leaked outside and has been resolved. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows a part of the drainage catheter in which the catheter was noted to be fractured and the remaining fractured portion of catheter was noted to be missing. The catheter was clamped inside the transparent drainage bag where the fluid collected. The fluid was found to be leaked from the fractured end of the catheter. Therefore, the investigation is confirmed for the reported catheter fracture, material separation and fluid leak issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (result). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement, the drainage catheter tube was allegedly fractured into two parts. It was further reported that the catheter allegedly leaked outside and has been resolved. Reportedly, the catheter was removed and replaced. There was no reported patient injury.